Manufacturer narrative:
H10: the affected device has been returned to the manufacturer's site for repair. The device was opened, checked and cleaned. The reported issue could not be reproduced and device was found to be working within specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Taking into account technical intervention, hardware deviations with the device can be ruled out as cause of the issue. It cannot be excluded that the reported error code was caused by an improper gas supply or a missed gas blender warm-up phase.

Event description:
See initial report.

Event description:
Livanova received report that a s5 gas blender system gave an error code associated to a discrepancy between the actual and set gas flow values during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in rochester, minnesota. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
UDI related data quality updates only. This supplemental report is sent as correction to the previous submitted MDR to provide rationale for missing UDI code. D.4 additional unique device identifier (UDI) number is not available for this product as the medical device was manufactured before the FDA compliance date to implement UDI code.

Event description:
See initial report.

Event description:
See intial report.

Manufacturer narrative:
The involved gas blender was manufactured in 2008 and according to the analysis of the complaints database, no similar event was submitted for this unit in the past. No adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. The affected device has been returned to the manufacturer's site for repair but no information about the repair is currently available. Based on the investigation performed for similar cases, this kind of malfunction can be caused by: - improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); - a missed gas blender warm-up phase (user error); - defective gas blender's component (gas mass flow controllers and relative flow sensor). If any additional information pertinent to the reported event and impacting the investigation results is received, this complaint file will be re-opened and updated. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.